Manufacturer narrative:
Product analysis results: visually confirmed that the instrument tip has been broken/sheared off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous lumbar posterior fixation at l4-l5 due to pyogenic spondylitis. Intra operatively, after inserting the screw on the left of l4, the surgeon used the instrument to make the screw deeper. When the surgeon fitted the screw driver tip into the screw head and turned the screw driver, the tip of the screwdriver broke. The bone was hard and the screw functioned well. The broken part was retrieved by suction. There were no fragments remained in the patient¿s body. There were no complications to the patient as a result of the reported event.